Event description:
Pt underwent left total knee arthroplasty in 1998. Pt has had left knee pain for one year along with an abnormal gait and swelling. Radiographs show left patella implant dislodged and revision performed.